Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report.

Event description:
Medtronic received information that a pipeline flex embolization device (ped) failed to open at the distal segment during a flow diversion procedure. The ped was used to treat a patient's saccular aneurysm located at the internal carotid artery. Patient vessel tortuosity was described as moderate. It was reported continuous flush of heparinized saline at the microcatheter was maintained during the procedure. During the delivery of the ped via the microcatheter, no resistance was encountered. The ped was also not placed in a bend. The distal segment of the ped failed to open when the physician unsheathed it for the first time. It was conclude the ped distal segment would not open after 30% of the braid was unsheathed. The ped was resheathed and removed together with the microcatheter from the patient. No injury reported. The flow diversion procedure was discontinued.